Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals, p-waves, and t-waves that resulted in multiple episodes of shock therapy. The tachycardia therapy was turned off and a lead revision is planned. The lead remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals, p-waves, and t-waves that resulted in multiple episodes of shock therapy. The tachycardia therapy was turned off and a lead revision is planned. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Blood/body fluids was found in the lumen as a result of insulation damage. Visual inspection of the lead found the extraction stylet was stuck in the tip segment of the lead. Additionally, cuts, tears, and extraction damage were noted on the lead insulation. The conductor coils were extremely stretched in the tip segment. The proximal coil was cut and deformed. There were several spots of insulation abrasion noted along the lead that is likely attributed to a combination of lead-on-lead, lead-on-can, and lead movement in the heart area.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals, p-waves, and t-waves that resulted in multiple episodes of shock therapy. The tachycardia therapy was turned off and a lead revision is planned. The lead remains in use. No additional adverse patient effects were reported. Subsequently, the lead was explanted and returned for analysis. No additional adverse patient effects were reported.